Manufacturer narrative:
Stryker evaluated the device and observed the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not give any voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed, because the user has no vocal instruction to operate the device. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the product assessment center for further evaluation. The pac technician could not verify nor duplicate the issue. The device emitted prompts as expected. The cause of the reported issue could not be determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not give any voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed, because the user has no vocal instruction to operate the device. There was no patient involvement reported with the event.